Event description:
On (B)(6) 2009, the patient reported he opened a box of infusion sets today and noticed all of the insertion needles were bent. He then opened 5 individual packages and all of the insertion needles were slightly bent. He said the box was sealed and there was no apparent damage to the box. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.